Event description:
It was reported that the location of the implantable pulse generator (ipg) was uncomfortable for the patient. The patient underwent a revision procedure to move the ipg location and it was also decided to upgrade the ipg so it was replaced with a newer version. The patient was noted to be fully recovered post operatively.